Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The reported issue was identified during investigation of the device. It was identified that the compressor was defective and caused grounding. However a specific root cause why the compressor was defective could not be identified during the investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system was found to be noisy on the cardioplegia site during priming. Initially this event was not considered to be reportable. However during further investigation it was found that the compressor was defective and caused grounding which was identified as reportable malfunction. There was no patient involvement.